Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a reservoir was used. It was reported that the reservoir did not maintain the necessary vacuum. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to FDA: 8/26/2020 corrected information: d2, d2b, d3, g1, g2, g5.